Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Persona cemented femoral component, catalog # 42500606801, lot # 62747654 persona stemmed tibial component, catalog # 42532007901, lot # 62954439 all poly patella 38mm, catalog # 42540200038, lot # 62916598 reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient's articular surface was revised approximately two years post implantation. The patient had previously reported experiencing popping, snapping, loosening, warm to the touch, swelling, and pain. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Medical products - unknown persona femoral, unknown persona tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04887 and 0001822565-2017-04888.

Event description:
It was reported following an initial knee arthroplasty, the patient will be revised due to popping, snapping, loosening, warm to the touch, swelling, and pain. The patient has already underwent two manipulations. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.